Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter: product ID 8575, lot# j12339r, implanted: (B)(6) 2005. Product type: accessory: product ID 8709, lot# j0056649r, implanted: (B)(6) 2000. Product type: catheter. (B)(4).

Event description:
It was reported that in (B)(6) of either 2008 or 2009 this patient's "cord got twisted up." The patient experienced high blood pressure and withdrawal and went to the emergency room five times. The patient reportedly was administered morphine and the patient's blood pressure normalized. The patient also reported being diagnosed with pancreatitis in (B)(6) 2009. It was not known what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.